Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material remaining in the device could not be specified. The event can be detected and prevented by following the instructions for use which state: instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found foreign objects in the air/water tube and air/water cylinder. The reported malfunction was likely a result of insufficient reprocessing. Additional findings were as follows: the objective lens had a crack. The adhesive on the bending section cover was detached. Due to an identification (ID) data malfunction of the scope ID, the radio frequency identification (rfid) data could not be read. The label on the scope cover was damaged. The forceps channel port and plastic distal end cover had a scratch. The scope connector cover unit had corrosion due to water leakage. Due to damage on the charged coupled device the image had white dots. Due to wear and tear of the angle wire, the bending angle in the 'up' position did not meet the standard value. The air/water cylinder and the suction cylinder both had no color. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited that the air/water cylinder and air/water tube both had foreign objects. There were no reports of patient involvement.